Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the blades became lifted. The target lesion was located in the superior femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, when the protective sheath was removed from the balloon before guidewire insertion, it was noted that the blades were visible and the balloon became loosened from its wrap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.